Event description:
Call went out for trouble breathing. Per paramedic, he had difficulty with setting the CPAP adjustment knob. He stated while moving the dial to increase the cm/h2o, it jumped into the #20cm/h2o range which caused the patient to have an even more difficult time with breathing, after some time he was able to set it to a more comfortable level for the patient which he stated was around 10cm/h2o. Problem: the knob adjustment did not work smoothly. Dates of use: one day in 2007 (20 minutes). Diagnosis: chf. Event abated after use: yes.